Manufacturer narrative:
The device was returned for evaluation. The silicone seal was not stuck down; however, there was partial coring found at the silicone seal slit tip. The damage found to the silicone seals is typical of use of an incompatible mating device with the microclave that tears the silicone seal. The probable cause cannot be determined. The lot review was performed and there no issues found.

Event description:
The event involved a customer allegation against the microclave¿ clear neutral connector that experienced stickdown. It was further described that the clave would not allow forward flow so the contrast leaked out all over the table. When the issue was discovered, the technician tried to flush with saline that also leaked out of the clave connector. Later, it was discovered the blood was back flowing out of the patient's arm through the clave. The set was changed and there were no issues with contrast injection. There was patient involvement but no adverse event.